Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. The alternate sensing vector had undersensing. The primary sensing vector also did not pass. Technical services advised, since there is no good sensing vector, it should be discussed with the physician. The sicd system was later explanted and replaced with a transvenous system.